Event description:
The customer observed a cell-dyn sapphire analyzer error code e0093 (insufficient sample in tube) when running analyzer controls in the closed mode. The customer stated she was able to run controls successfully in the open mode, however, in the closed mode, a result of zero was generated. The customer parked the probe arm and inspected the vent needle. The customer stated on two occasions, the vent needle was bent upon first use on the analyzer. The customer was sent a new vent head assembly and the issue was resolved after replacement of the part. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.